Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be draw at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture. He did not provide a blood glucose reading. The insulin pump had been submerged in pool water. He reported that the up and down arrow and escape buttons were not responsive. He reported no signs of physical damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip, and moisture damage on the electronics.